Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. Patient's weight information was provided. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that they encouraged the patient to re-implement stim therapy and was instructed by rep how to use/recharge. The issue was not resolved. Patient was not interested in using device again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. The hcp reported that the ins was overdischarged due to non-compliance. The hcp reported that the patient stated it was too difficult to use, so the patient stopped charging in (B)(6) 2017. Additional information was received from a manufacturer¿s representative (rep) on (B)(6) 2018. The rep reported that the patient had been in overdischarge for a few years. The rep reported that they tried to recover the ins but was unable to. Additional information was received from the rep on (B)(6) 2018. The rep reported that two attempts were made to restart the battery without success. The rep reported that no further attempts will be made. No further complications were reported.